Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified right femoral after an interventional procedure. Reportedly, during knot advancement, when the rail suture was pulled to tighten the knot, the suture came out. The guide wire was reinserted and another proglide device was used with the same results. A piece of endothelial and muscle tissue came out along with the suture. A non-abbott device and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. The first perclose proglide (12673-03/unk) is being filed under a separate MFR#.